Event description:
Status post bilateral sub? Inframammary gels for augmentation. Denies any decrease in size, in fact they have enlarged, or any history of trauma, but reports progressive encapsulation for years and recent pain right>left. In addition, complained of progressive systemic problems including arthralgia (positive am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturbance, swollen glands, fevers, hot flashes/sweats/chills, headaches, tmjd, visual problems, dizzy spells, memory problems, dry mucus membranes, hair loss, rashes, itching, sensitivity to sun/cold/chemicals, shortness of breath, costochondritis, choking sensation, increased cholesterol, weight fluctuations, gi/gu disturbance and easy bruising. Pt is otherwise healthy.